Event description:
The surgeon was using a reusable standard tip on the handpiece of the ultrasonicaspirator to remove a large ovarian tumor. The reusable tip broke about half way inside the protective covering called a flue. An x-ray was taken to confirm there were no parts left behind prior to closing the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.